Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently, blood loss was noted. The pt was undergoing a CT scan while using a power injector was connected to the distal clave y-site of the tubing set. After an unspecified length of time in use, the tubing ruptured between the option-lok male adapter and the distal clave y-site. The customer contact reported unspecified volume of blood was lost. The CT scan was able to be completed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).